Event description:
A customer reported a malfunction on their insulin pump, identified by malfunction code malf 12, with at least three occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.